Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance and unstable cot leading to tip. There was 1 event with patient involvement: the patient experienced unknown at this time.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Event description:
This report now summarizes 0 malfunction event(s), instead of 1.